Event description:
It was reported that the bd alaris extension set had blood backflow. The following information was provided by the initial reporter: malfunctioning 1.2 micron low protein binding filter. This filter was attached at the bottom of a straight tubing infusion set for medication infusion. Once tubing is connected to patient piv with infusion running at 10ml/hr blood is back filling into the piv line and into the tubing line. When the entire tubing line is held perpendicular to the ground the blood stops back flowing. With any patient arm movement up or walking the blood begins to backflow again into the tubing. Turbulent flush given to piv and tubing reconnected. Back flowing blood continues to happen. Similar event with other 1.2 filters x3 times in the last 3 weeks.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material (B)(4) because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.